Event description:
Boston scientific received information that this implantable lead was explanted due to a unspecificed lead failure. No adverse patient effects were reported.

Manufacturer narrative:
This lead has been explanted and has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.